Event description:
The customer reported to philips healthcare that the heartstart mrx was "no longer able to read the electrocardiogram (ECG)" as it had a "flat line". There was no error messages and the device worked with the paddles but not the electrodes. There was no reported patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.